Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure to the ilet while the cgm remained paired to the dexcom app; the user called customer support and was instructed to toggle settings and restart the ilet, then allow time for the cgm to connect. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical care. User support included user interview and troubleshooting guidance. Investigation of this case revealed a connectivity and pairing issue between the cgm and the ilet without evidence of device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or environmental interference affecting bluetooth connection.